Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the previous artificial urinary sphincter (aus) implant procedure the patient used peroxide on the stitches, eroding them away. The device was explanted earlier on the summer on an unknown date but the pressure-regulating balloon had been left in. A revision surgery was posteriorly performed in which a new cuff and pump were reimplanted. It was indicated that there were no device malfunctions with the explanted components and the issue with the stitches was due to application of the peroxide. The patient was doing well with no clinical consequences following the intervention.